Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone #: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can¿t be determined as no samples were received. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history review could not be completed as no batch number was provided.

Event description:
It was reported that leakage occurred at connection site during use with a bd precisionglide¿ needle. This occurred on 3 separate occasions, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported the syringe and needle encountered fill resistance and leaking at the syringe-needle connection point. Additionally, on the bd sales consultant provided the following additional information: description of issue: customer reported experiencing fill resistance and each time there was leaking where the needle attaches to the syringe (fill resistance captured on (B)(4)). Number of occurrences: three different times over past 3 weeks. Did the customer insert the needle into the cartridge and encounter fill resistance? Yes. Bd will not contact the customer. Which needle is the customer using? Choose one: bd 26 g, 3/8" needle ¿ 305110. Needle lot number: customer could not provide. What was your bg reading at the time of this event? Highest bg during event around 123 mg/dl. If bg between 54-500, no more bg questions needed. Was customer able to load a new cartridge? For one of the instances customer had to load a new cartridge with a new syringe/needle as he was unaware he could have just swapped out the needle to fil the cartridge. For other two times customer was able to load the original needle. Resolution: ¿ customer changed only the needle and was able to fill the cartridge successfully for one of the instances. For the other instance customer used a separate needle to pull out the white cartridge septum material and was able to use the original needle. For other instance customer used a new cartridge and syringe/needle to fill a cartridge.